Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification during the load sequence. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 146 mg/dl. Reportedly, the malfunction was cleared and the cartridge was able to be successfully loaded.